Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on both eyes (ou) at sixth day post op exam after an enhancement treatment. As a result of the epithelial ingrowth, a flap lift and rinse was performed. The visual acuity (va) was unaffected at 20/20. The patient had no comments.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.